Manufacturer narrative:
(B)(4). Catalog number 062941-001 is the international list number which meets the requirements of the similar product listed which is the us list number. A batch record review was performed for the lot number provided, and no non-conformances or deviations were identified. No defect, deficiency, or malfunction of the abbvie peg tube was described. The batch record review did not identify any probable or root causes that would contribute to the patient¿s condition. A return sample evaluation was not performed because tubing was not available. No corrective or preventive actions have been identified at this time. If any further relevant information is identified or obtained, a supplemental medwatch will be filed.

Event description:
On (B)(6) 2016 a patient in (B)(6) underwent percutaneous endoscopic gastrojejunostomy (peg/j) tube placement. The patient experienced high fever on (B)(6) 2016. Hospitalization was prolonged because of high fever and patient was treated with antibiotic eqiceft/1gr/2x1/IV. On (B)(6)-2016 patient reportedly recovered.